Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with low blood glucose and needed glucagon injections twice for low blood glucose. The customer did not have further information on the hospitalization. It was stated that the customer was not hearing alarms, though his wife was. The customer attributed low blood glucose levels to not hearing the alarms. Nothing further was reported.